Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic device interrogation, stored egm's were not available. Re-interrogation was not successful. Stored egm's were cleared. Patient will be called back in clinic to see if the retrieval of the egm's is still working properly.